Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia. The customer's blood glucose level was 22 mg/dl. Customer experienced low blood glucose for 3 consecutive days. Customer experienced shaking and dizziness as symptoms of low blood glucose. Customer been using the insulin pump system within 48 hours of reported low bg event. The customer disconnected the insulin pump and was using a back up pump with similar settings which was working properly. No further patient complications were reported. Troubleshooting was performed, and the customer will discontinue to use the device.

Event description:
Updated summary: customer alleged that the insulin pump was over delivering because customer kept on getting low reading.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section b5 and in section h6 under health effect - impact code and medical device problem code were incorrect. The correct information was provided in section b5 and h6 with this report.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022 the customer alleged low bgs and over delivery. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.0868. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of (B)(6) 2022 there was no bolus delivered. Device was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. Over delivery was not confirmed during full functional testing. Unable to verify customer alleged for low bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.